Event description:
Pt contacted hosp to report that a foreign body had been discovered during angiography performed in 2003 at (another facility). Stated "upon fluoroscopy, there appeared to be a large retained catheter with motion in the left pulmonary artery. -this most likely represents a sheared central line which migrated at the time of surgery. The catheter was in the shape of a reverse c and was considerable in length." Hosp has not been able to determine whether a product defect was the cause of this retained catheter.